Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -11.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).